Event description:
It was reported that a patient had a pocket revision in the past couple of weeks. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09vz3, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). The manufacturing site ID was previously reported as #3007566237. Additional review indicates the correct manufacturing site ID is #3004209178.

Event description:
Additional information received reported that the reason for revision was that the implantable neurostimulator (ins) had moved closer to the surface of the skin due to possible weight changes. The reporter was not aware of the patient having any physical symptoms. The revision was completed without issue.